Manufacturer narrative:
It was reported to abbott that the patients ipg was inoperable. The patient reported that their ipg will not charge. The patient had not charged since around (B)(6) 2020, event date unknown. Patient reported that they could not find his equipment for a while. The patient was scheduled for an procedure to replace the ipg, (B)(6) 2020; however that date was postponed and no new date has been scheduled. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended by the manufacturer¿s guidelines. In turn, the device stopped communicating with external devices, deeming it inoperable. The patient may undergo surgical intervention to address the issue.